Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca california post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported infusion set cannula was bent and had high blood glucose levels which was treated by insulin pen on (B)(6) 2026 it has been in use for one day.